Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed to open. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 5.1 was not releasing and was double-clicking. A field service engineer found that the slide stops were binding on the drawer slide and repositioned the stop to prevent the binding. The system functioned as intended after the field service engineer completed the repairs.